Manufacturer narrative:
Concomitant medical products: product ID 3389s-40, lot# va0mdzv, product type: lead. Product ID 3708760, serial# (B)(4), product type: extension. Product ID 3389s-40, lot# va0mdzv, product type: lead. Product ID 3708760, serial# (B)(4), product type: extension. (B)(4).

Event description:
A healthcare professional of a clinical study reported via a manufacturing representative that a patient whose indication for use is parkinson's dual and movement disorders had needed a bolus of normal saline to resolve the event as their blood pressure had dropped while recovering for surgery after oxycodone after deep brain stimulator implant surgery. There had been a small drop in blood pressure that had happened after surgery on (B)(6) 2014.